Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sigma procedure, staple line wasn´t complete. A few of the clips were not settled. The surgery was finished hand-stitched. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). The staple line was approximately 1 cm open so intra-op over stitching through laparotomy was performed.